Event description:
It was reported that the patient experienced unexpected bradycardia during a cryoablation procedure in the left kidney bed. Three icerod cx needles were used during this case. The patient's bowel was hydrodissected to avoid off-target tissue necrosis with 60cc of saline. During needle placement, the patient's heart rate declined at the following points in stick mode (moderate freezing of the needle shaft to anchor needle position): needle 1 - heart rate declined from 60s to mid 30s, but slowly climbed back up again. The physician was alerted and felt comfortable proceeding with the case. Needle 2 - heart rate declined from 60s to mid 30s, but slowly climbed back up again. Needle 3 - needle was not placed in stick mode, heart rate unaffected. Upon freeze initiation on all three needles, the heart rate dropped to zero within 5 seconds. The freeze cycle was stopped, and the heart rate returned to baseline. The procedure was abandoned and were removed after 15 minutes of passive thaw. Off-target sympathetic nerve blockage was listed as a possible root cause for this event. The patient was given some medication to stabilise the heart rate, though the sales representative was not sure of the medication given (possibly isuprel). No device malfunction was identified. The patient was kept for monitoring, and discharged 4-6 hours after the procedure.

Manufacturer narrative:
The returned needle was cut from its tubing and unavailable for testing. The reported complaint could not be confirmed. A review of the needle lot manufacturing records did not identify any related malfunctions within the needle batch. The medical review noted that the clinical event is anticipated in both its nature and severity. Arrhythmia is listed as a potential adverse event associated with cryoablation procedures. Correction: d3: manufacturer street name, manufacturer postcode g1: MFR site address 1, MFR site address 2, MFR site city, MFR site zip/post code.

Event description:
It was reported that the patient experienced unexpected bradycardia during a cryoablation procedure in the left kidney bed. Three icerod cx needles were used during this case. The patient's bowel was hydrodissected to avoid off-target tissue necrosis with 60cc of saline. During needle placement, the patient's heart rate declined at the following points in stick mode (moderate freezing of the needle shaft to anchor needle position): needle 1 - heart rate declined from 60s to mid 30s, but slowly climbed back up again. The physician was alerted and felt comfortable proceeding with the case. Needle 2 - heart rate declined from 60s to mid 30s, but slowly climbed back up again. Needle 3 - needle was not placed in stick mode, heart rate unaffected. Upon freeze initiation on all three needles, the heart rate dropped to zero within 5 seconds. The freeze cycle was stopped, and the heart rate returned to baseline. The procedure was abandoned and were removed after 15 minutes of passive thaw. Off-target sympathetic nerve blockage was listed as a possible root cause for this event. The patient was given some medication to stabilise the heart rate, though the sales representative was not sure of the medication given (possibly isuprel). No device malfunction was identified. The patient was kept for monitoring, and discharged 4-6 hours after the procedure.